Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in event, foreign material was discovered inside the nozzle of the unit and compromising the air/water flow. Additionally, the illumination lens was found cracked. The operation part was discolored. The insulation performance was poor due to peeling adhesive. The adhesive part of the lens was peeling away. Scratches were found on the operation part, the left & right knobs, and the objective lens. The universal cord was also found wrinkled. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera elite colonovideoscope due to an unspecified air/water flow issue. There were no reports of patient harm during the above event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as a foreign material was found inside the nozzle of the unit. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle flowing into and clogging inside the air/water channel. Concerning the cause of foreign material flowed inside the channel, it was not possible to specify the cause since the detailed information on the handling was not obtained. Olympus will continue to monitor field performance for this device.